Event description:
A technician reported that a patient, who had previously undergone lasik, was examined and reported to have stria right eye at day one post op. The technician indicated surgeon lifted and re-positioned the flap. Additional information has been requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).